Event description:
It was reported that while using the surgical fiber during a procedure, the fiber stopped firing after a few minutes. The fiber was replaced and the procedure completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the total length of the fiber is 11 feet 9 inches; the fiber was tested with hene laser fixture, aim beam is not visible at the distal end; when taking apart the connector and pulling on the back tubing, the fiber was found broken with burn marks on the proximal end of the black tubing inside the connector; the distal fiber tip exhibits usage with burn marks within the blue jacket distal end; the glass tip appears in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.